Manufacturer narrative:
Dates of implant and explant of the dualmesh device were not reported in the case study. The dates were requested, however no information was provided. The lot/serial number was requested, however no information was provided, therefore a review of the manufacturing records could not be conducted. The patient initials and weight were requested, however no information was provided.

Event description:
In review of an online published literature, these findings were noted. The online article was published 12/22/2015 and titled "delayed type IV hypersensitivity reaction to porcine acellular dermal matrix masquerading as infection resulting in multiple debridements", and the authors were as follows: p. Vedak, j. St. John, a. Watson, l. Garibyan, m. C. Mihm, r. M. Nazarian, p. C. Levins, c. L. Cetrulo jr., p. Schalock, d. Kroshinsky, the article reported a case study of a male patient who presented with a non-healing abdominal wound of 1 year duration. The patient had a history of nissen fundoplication 3 years prior to presentation that was complicated by a ventral hernia, infected polytetrafluoroethylene mesh (dualmesh®), small bowel obstruction, and recurrent superficial wound infections. Prior treatment attempts included multiple antibiotic regimens, hyperbaric oxygen, and mesh replacement.